Event description:
The user facility reported that the angio-seal device involved would not click together and when attempted to introduce into the common femoral artery (cfa), it separated. There was no blood loss. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
E3: occupation: manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, section h6: health effect - impact code, and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.

Event description:
Additional information was received on 02 jan 2024: the procedure performed was a stroke thrombectomy using an 8 french sheath. Hemostasis was achieved by a second angio-seal. The patient was stable. The outcome of the procedure was successful. There were no concomitant devices used. The user had difficulty inserting the locator into the hub. The user did not succeed in mating the locator and hub. There was no tactile feedback after mating. The user attempted to mate the locator and hub many times. The locator did not separate after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when device was in the patient.